Manufacturer narrative:
Evaluation summary: the event description identified the trochanteric nail kit as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reported nail kit was documented as faultless prior to distribution. Neither the products, nor further information, x-rays, surgery reports were returned. Therefore an investigation and a root cause analysis were not possible. The most likely root cause is an oblique insertion of the set screw. In this case it is possible that the set screw got jammed inside the nail. The IFU and operative technique include important information, warnings and the correct handling in details; furthermore an additional instrument is available for an easy and correct set screw insertion. A more precise statement is not possible due to missing information. No discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place.

Event description:
A resident at the hospital, reported the following event : "during a surgery, the locking screw could not blocked the lag screw because it was stuck into the nail. The nail was extracted and another device was used. There was a delay in the surgery."

Event description:
A resident at the hospital, reported the following event: "during a surgery, the locking screw could not blocked the lag screw because it was stuck into the nail. The nail was extracted and another device was used. There was a delay in the surgery."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed any additional information will be reported in a supplemental report.